Event description:
In this case, the customer reported during a cardiac 90, preprogrammed motion (ppm), the patient placed her left forearm in the path of the detectors. The detectors contacted the patient's forearm at the distal aspect. The operator pressed the emergency-stop button which halted all motion of the system and called for assistance. The patient's arm was removed from the system by placing it into service motdiag then moving the detectors away from the patient's forearm. The patient was examined by a medical professional and x-rays were taken. It was determined there was no fracture; the patient was diagnosed with a minor contusion. The field service engineer (fse) conducted the following tests: abc functionality test was ok, collision detection test was ok, 180 degree and 90 degree detector transition test was ok, emergency-stop functionality test was ok, general system movements was ok, the collision sensors were tested and found to be functioning normally, there was no evidence of any stuck buttons.

Manufacturer narrative:
Note: we have not completed our investigation of this event at this time. We will file a follow-up MDR at the completion of the investigation. (B)(4).